Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the sceen went black during intubation. They switched to the disposable option to complete the procedure. No negative impact in state of health reported.